Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to charging issues. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.